Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter stated that the pump would not hold the correct time. The pump was unavailable for troubleshooting at the time of the call. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.